Event description:
It was reported that the physician's tablet has a damaged usb port. He is unable to plug in the usb cable. No trauma to the device was reported. The tablet was received for analysis on (B)(4) 2015. Analysis is currently underway but has not been completed to date.

Event description:
Product analysis on the tablet was completed and approved on (B)(4) 2015. An analysis was performed on the returned tablet and during the analysis it was identified that the usb port was damaged. As a result, the tablet was unable to establish communication. No further anomalies were identified.